Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: part number unknown, UDI number unavailable. Date of event: external or internal fixation for arthrodesis of the ankle - a comparative study of perioperative and long-term results. Unfallchirurg (2003) 106: 472-477. This report is for unknown nail /unknown quantity/ unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: buchner, m., sabo, d. (2003). External or internal fixation for arthrodesis of the ankle - a comparative study of perioperative and long-term results. Unfallchirurg 106: 472-477. Germany. This article compared two fixation techniques following arthrodesis of the ankle due to posttraumatic arthritis. The two techniques are compression arthrodesis with external fixator (ao) or internal screw fixation. There were 32 patients (18 male and 14 females) who underwent the external compression arthrodesis by means of an external fixator. The procedure involved a medial incision as well as with an osteotomy of the fibula. The fixation was performed by a fixator application on the talus and tibia, in 27 cases by means of a bilateral ao fixator and in 5 cases by a unilateral external fixator. In addition, the tip of the lateral malleolus above the arthrodesized ankle joint was fixed with malleolar screw. Complications: 5 patients had superficial wound healing complication and 2 had surgical revisions because of an infection. This is report 1 of 1 for (B)(4). This report is for an unknown ao fixator nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an ao external fixator nail (previously reported as ao fixator nail). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this report is for an ao external fixator nail (previously reported as ao fixator nail).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Follow up report 3 was initially submitted with incorrect follow up number 4 on august 26, 2016. On december 19, 2019, it was requested that a follow up report with number 3 be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) - revision surgery, deep soft tissue defect, and pseudoarthrosis. Corrected data this report is for an unknown ao external fixator/ quantity unknown/ lot unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is for an unknown ao external fixator (previously described as an unknown ao fixator nail).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional adverse events included 8 patients who developed deep soft tissue defect and 4 patients who developed pseudoarthosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional 8 patients developed deep soft tissue defect and 4 patients developed pseudoarthrosis.